Manufacturer narrative:
The device, intended for use in treatment, was returned for investigation. The probable cause of the issue was a mechanical component failure. DHR review found that no conditions that could contribute to the reported event were found. The reported product met manufacturing specifications prior to being released for distribution. A complaint history review found similar reports, this issue will continue to be monitored. A relationship between the device and the reported event could be established. Visual investigation found that the drill guide support on the handpiece was bent. This is a known issue that causes homing to fail repeatedly. The malfunction is likely due to mechanical component failure from bending of the handpiece drill guide support. The material has been changed to stainless steel to increase durability and reduce deformation in the field.

Event description:
It was reported that, during a tka surgery, when setting up the equipment, it was not possible to home the handpiece and drill. The gears could be manually moved in the handpiece. During homing, the bur would not extend, but it did retract. After confirming that the assembly of the drill was correct, it was not possible to home again. Now the gears could not be manually turned. The equipment was swapped out so the procedure could be resumed without any delay. The patient was not harmed.